Event description:
A physician reported that following implantation of an intraocular lens (iol) the lens decentered approximately 1 mm temporally and unexpected outcome decreased near vision. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).